Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a section of the pump touch screen was unresponsive. The customer's blood glucose level was 163 mg/dl. There was no further information provided regarding the reported issue.